Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); product type. Section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine. H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that t8, t9 and t10 accuracy on the left was off by a couple mm. This was with the second spin. The first spin was t2-t6 and all were accurate. Did t7-t10 on the second spin. Did right side t8-t10 on the left. The surgeon decided to freehand the rest of the procedure. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
H3) the software logs were returned and analyzed. Per the case description, the first spin was accurate, after second spin t8-t10 ac curacy was off my couple of mm, the site did t8-t10 screws on right side with no issues. Proceeded left side and found inaccuracy. Based on the information provided suspect movement of anatomy relative to frame during screw placement, but there is no way to confirm this. It was determined that there was insufficient information to determine the cause of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.